Manufacturer narrative:
Upon receiving customer feedback regarding the "malfunction of the safety device failing to properly trigger the safety mechanism, with the needle tip unshielded (mckesson: gl-23-0010)," our company immediately organized a thorough investigation involving quality control, production, and other relevant personnel. The specific details of the investigation are as follows: 1. Sample testing: upon the customer's feedback, 10 samples were obtained from the batch for visual inspection. The needles were straight with no bending or other anomalies. 10 samples were selected for testing the triggering by both pressing on a desktop and using the thumb for activation, resulting in proper triggering and needle tip shielding. Subsequently, 5 samples underwent a safety device activation force test, with 5n force applied to the safety device, successfully triggering and closing the safety mechanism. 2. Production process review: through batch tracing of the ckdj01-01 specification 21gx1 1/4" products, including production batch records and outgoing inspection reports, no changes were found in the production process or workflow. The activation force test results in the production process inspection records complied with the 5n activation force requirement. The outgoing inspection report did not include a safety triggering force test. 3. Based on the comprehensive investigation, an analysis was conducted regarding the activation methods: method 1 involved directly triggering the safety mechanism with the thumb, while method 2 involved first pushing the safety mechanism in the activation direction with a finger to reduce the activation distance before triggering it. A comparison was made between the two methods, confirming that method 2 resulted in better activation efficiency than method 1, although method 2 was not explicitly stated in the user manual. Users may have been using method 1 for activation, requiring a greater force during activation, leading to improper triggering. In conclusion, the main reasons for the safety pen-type blood collection needle's safety device not being properly triggered are as follows: 1. The user manual for the safety pen-type blood collection needle does not clearly outline the detailed steps for safety mechanism activation. 2. The outgoing inspection of the safety pen-type blood collection needle products did not include monitoring of the activation force.

Event description:
The customer reported a malfunction in the locking mechanism, with the needle not inserted into the safety cover.